Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the customer reported that a portion of the array was found into the patient´s uterine cavity after the ablation was performed. It was reported that the patient underwent endometrial ablation, hysteroscopy and diagnostic curettage, after the ablation the device was removed and it was discovered that part of the mesh of the array had fallen into the uterine cavity. The physician removed the piece with clamps and was removed under hysteroscopy resulting in an extended surgery. No other harm was reported to the patient and no additional intervention required.